Event description:
It was reported that "we got a report from one of our customers today that a cannula broke during use. The cannula has been disposed of and can therefore not be returned. Customer attached image to show that it broke around the "collar". We have not had reports of these incidents in a while. But a couple of years back this was a recurring problem at this customer. Let us know if you need further information." Associated mdrs: 3014909464-2025-00050 and 3014909464-2025-00051. Additional information received on september 16, 2025, indicated that "the operation proceeded as planned with another syringe. Injury to the surgeon's hand."

Manufacturer narrative:
(B)(4). No sample was available for inspection. Visual inspection has been performed of provided picture in terms of overall appearance. One general picture of a defluxe product was provided, with the broken area (flange) encircled. No picture of the defective unit is available. A device history record (DHR) review was conducted with no relevant findings. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "we got a report from one of our customers today that a cannula broke during use. The cannula has been disposed of and can therefore not be returned. Customer attached image to show that it broke around the "collar". We have not had reports of these incidents in a while. But a couple of years back this was a recurring problem at this customer. Let us know if you need further information." Associated mdrs: 3014909464-2025-00050 and 3014909464-2025-00051. Additional information received on september 16, 2025, indicated that "the operation proceeded as planned with another syringe. Injury to the surgeon's hand."